Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. On the same day post implant of the closure device, a pericardial effusion was identified. Pericardiocentesis was performed, and 500 cc of fluid was drained. The patient fully recovered from the pericardial effusion and was discharged home. It was further reported that there was one partial recapture during the procedure prior to the implantation of the closure device.

Manufacturer narrative:
B5: describe event or problem - updated to include note on partial recapture performed during the procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. On the same day post implant of the closure device, a pericardial effusion was identified. Pericardiocentesis was performed, and 500 cc of fluid was drained. The patient fully recovered from the pericardial effusion and was discharged home.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. On the same day post implant of the closure device, a pericardial effusion was identified. Pericardiocentesis was performed, and 500 cc of fluid was drained. The patient fully recovered from the pericardial effusion and was discharged home. It was further reported that there was one partial recapture during the procedure prior to the implantation of the closure device. It was further reported via data from the watchman flx dapt registry that cardiac tamponade occurred in addition to the previously reported pericardial effusion on the same day post implant.

Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes- updated.